Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty board. The technician replaced the board to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The board has been requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 double head pump displayed an error message during setup. There was no patient involvement.

Manufacturer narrative:
The defective board was returned to (B)(4) for further investigation. During the evaluation the reported failure could be confirmed. As root cause non-conform soldering joints could be identified. This is a known issue and a corrective action was implemented for that issue.

Event description:
See initial report.